Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure the patient received a third degree burn from the sonopet tip. The burn was excised and treated with monocryl. The procedure was completed successfully without a clinically significant delay.

Event description:
It was reported that during a procedure the patient received a third degree burn from the sonopet tip. The burn was excised and treated with monocryl. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.